Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophagogastroduodenoscopy (egd) procedure with stent placement on (B)(6), 2011. According to the complainant, the patient had an esophageal stricture due to cancer. During the procedure, the stent system was positioned within the patient. However, during deployment, the deployment suture became tangled around the delivery system and the stent failed to release. The physician was able to manipulate the stent system and completely deploy the stent. After placement, it was noted that the proximal end of the stent had not fully expanded. The physician used a 18-20mm cre balloon dilator to dilate the stent. Following dilatation, the stent placement looked sufficient and the stent was left implanted. The procedure was completed with this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.